Event description:
The customer was in the process of implementing the triage d-dimer test. A patient, with a history of clots, came into the emergency room and was sent for a doppler ultrasound which was positive for a clot. The patient was treated and reported as "fine." The customer later took the patient's blood sample and ran it on acl elite and the result was 450 (cut off is 300). The triage d-dimer test result was <100. The customer repeated the test with plasma and also got <100. There was no additional information provided.

Manufacturer narrative:
Investigation pending.